Event description:
Patient reported he had to have the previous pump replaced because the "pump overdosed me 2x in the last year. I went to have a pump fill- both times- the nurse was new and I think she damaged the port because after both fills, I got about 2 city blocks away, and they had to call the ambulance to get me because I was overdosed". The patient's hcp later called in and confirmed the pump that overdosed was a flowonix device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).